Event description:
Event description guidant received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) was interrogated and found to be exhibiting two fault codes. The patient received a shock a week earlier. The patient has reportedly not had radiation or MRI.